Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tube lifters in the reported problem area of the pipette assembly were contaminated and operating in a restrained movement. All the tube lifters were cleaned. A lld contact spring was replaced. The instrument was tested without further problem and returned to service.